Event description:
The physician reported that a patient had called into their office reporting that they no longer feel their device going off, even with the magnet. The patient also reported an increase in seizures to the physician. Multiple attempts have been made to the physician's office for additional information on this report; however, no response has been received to date. No other relevant information has been received to date.